Event description:
Boston scientific received information that this patient received inappropriate shocks. The right ventricular (rv) lead exhibited low impedance measurements. As a fracture was suspected; a lead revision procedure was scheduled. As the lead was adhered, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.